Manufacturer narrative:
06/13/2023- the conformis rep indicated that the surgical procedure took twice as long as planned with the patient under anesthesia due to the ijig issue. Complaint reporting decision updated to be a FDA reportable complaint. Mary kruitwagen during the imprint jigs design process for case (B)(4), the imprint jigs automation failed to correctly design the f1, f2 and f4 jigs. Per the wi-0923-03 rev. Af, the imprint jigs designer and reviewer are responsible for verifying the following features in the jigs assembly are aligned with the peg sketch from the femoral layout: - position jig drill holes(f1) - align jig drill holes(f2) - ap cut guide drill holes (f4) however, the peg circles in the femoral layout ("size 7 cr peg sketch") for this case do not match the drill hole locations on the f1, f2, and f4 jigs. Both the imprint jigs designer and the imprint jigs reviewer failed to check the alignment of these features, and passed the case through cad without correcting the error. Device caused or contributed to the failure mode.

Event description:
In prepping femur with f2/3 the drill pegs that is used for f4 did not line up.